Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient obtained blood glucose results of 56 mg/dl and 239 mg/dl, within 1 minute, when testing on the performa system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.